Event description:
Rptr purchased the product approx 2 weeks ago. The kit contains plastic tweezers. In order to sterilize the tweezers, according to the rptr, the instructions state to boil them in water or heat in a flame. No time limit is stated in the instructions. Prior to attempting the sterilization process, the rptr called the co seeking further guidance. He was advised that the plastic tweezers were "heat proof". The rptr then attempted the recommended sterilization process by placing the tweezers in the flame from his lighter. The tweezers immediately caught on fire. The rptr called the co again this time to report what had occurred. He was advised that the kit he had purchased was intended for home use and the outdoor kits contain metal tweezers which can be sterilized as described in the instructions. The rptr stated that upon investigation the outdoor kits were found to contain the plastic tweezers that were in the kit he purchased.